Event description:
It was reported to philips that the heartstart mrx defibrillator showed an intermittent leads ECG test failure during opcheck and an intermittent leads off message. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed an intermittent leads ECG test failure during opcheck and an intermittent leads off message. There was no negative patient impact.